Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02765. The patient received two scs leads from the same lot number. It was reported the patient had his scs system removed due to the patient experiencing painful sensation from his system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.